Manufacturer narrative:
Qn# (B)(4). One-unit of trapliner was returned to teleflex for evaluation. Blood particulates were noted. Unit was decontaminated was inspected. Partial delamination of the pushrod from the halfpipe collar section was noted. The collar section was damaged with wire wrap. The top-level assembly traveler (rt103621, lot 728422) was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly and performance specifications. Case details and the picture shared by the customer were reviewed. Partial delamination of the pushrod from the halfpipe collar section was noted. The collar section was damaged with wire wrap. Damages are likely to have occurred during use in the procedure along with other devices. The IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by f luoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. As per product evaluation, damages along the collar and halfpipe are indicative of concomitant device interaction and/or operation against resistance leading to the incurred damages observed. A manufacturing record review was completed for lot 728059 and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error. The der process will continue to monitor for any similar events.

Event description:
It was reported "trapliner was being used during a case, when inserting further instruments the trapliner broke at the access point above the half pipe." The patient's current condition is reported as "unknown". Additional questions have been requested from the customer, however no additional information has been provided at this time.

Event description:
It was reported "trapliner was being used during a case, when inserting further instruments the trapliner broke at the access point above the half pipe." The patient's current condition is reported as "unknown". Additional questions have been requested from the customer, however no additional information has been provided at this time.

Manufacturer narrative:
(B)(4).